Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while slitting the catheter, the lead became dislodged. It was also noted that the lead helix could not be retracted. The lead was not used and the patient was in stable condition.